Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: mailman, run through , sheath: 6 fr, 5fr jacky, 7fr, stent: 4.0 x 12 mm xience alpine . The device was not returned for evaluation. The reported patient effects of angina, hypotension, perforation and cardiac tamponade are listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 4.0 x 12 mm xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat an eccentric lesion with heavy calcification in the proximal to mid right coronary artery. A 4.0 x 38 mm xience stent was successfully deployed in the more distal segment of the long mid lesion and then the rest of the lesion was covered with a 4.0 x 12 mm xience stent, overlapping the previously deployed stent. Post-dilatation of the middle segment was performed using the stent delivery balloon, but subsequent angiography showed a severe eccentric coronary rupture. The physician commented that the perforation did not occur because of the stents, but because of the calcification and frailty of the vessel. The patient did have significant chest discomfort. A 4.0 mm non-compliant (nc) balloon was inflated across the lesion for tamponade purposes with significant improvement after several inflations. An emergent echocardiogram revealed a moderate concentric pericardial effusion with tamponade features, accompanied by hypotension and requirement of medication. Therefore, a 3.5 x 19 mm graftmaster was used to cover the perforation successfully. Post-dilatation was performed with a 4.0 mm nc balloon. Angiography showed a seal of the perforation. A 4.0 x 8 mm xience was successfully deployed across the ostium and post-dilated. Then, pericardiocentesis was performed with dramatic and immediate response in blood pressure. Angiography revealed very good results with no residual stenosis with good timi 3 flow and no dissections or extravasation. No additional information was provided.